Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin alarm no delivery while trying to bolus. Customer's blood glucose at time of incident was 10mmol/l. Customer stated the reservoir was full and insulin not expired and doesn't look cloudy. The customer did a 5 unit fill cannula and pump alarmed no delivery. The customer used plunger and insulin did not come out. The customer was advised that there is a set connection issue which alarmed the pump. The customer was advised to return set and reservoir and we will send him replacement.